Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for device change out due to eri. It was noted that the atrial lead was not capturing and had a history of non-capture. It was unknown when the issue was discovered in the clinic. The physician was not sure if the patient had a silent atrium or there was functional loss of capture due to exit block in the atrium. The lead was capped on (B)(6) 2016. The patient was asymptomatic prior, during, and after the procedure; patient was stable in the recovery room.